Event description:
The patient reported hearing tones coming from the implantable cardioverter defibrillator (ICD). The tones were occurring 2-3 times per day for approximately 30 seconds at a time. The patient was not enrolled in latitude and was advised to have the device checked in-clinic. The device remains in service. Additional information received indicated that the patient attended follow-up after hearing the tones and it was discovered that the right ventricular (rv) pace impedance was greater than 3,000 ohms. Rv noise episodes were also sensed by the ICD and led to inappropriate delivery of anti-tachycardia pacing. The physician elected to disable the tachy therapy pending an rv lead revision. The ICD and rv lead (non-boston scientific product) remain in service.